Event description:
A pt fell out of the stretcher as the straps became un-fastened from the stretcher frame. Injury was not sustained as the pt was only raised 6 inches from the bed. One person involved.